Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found the complete lead was returned in one piece with the helix extended and clogged blood/tissue measuring 52.2 cm. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can was noted at 9.1cm to 9.2cm from the connector pin. The outer insulation was cut/damaged at 17.2cm, 22.5cm and 26.0cm from the connector pin consistent with procedure damage. The cause of the reported event was isolated to external abrasion consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited noise episodes. The lead was explanted and replaced. The patient was in stable condition.